Manufacturer narrative:
H3): the device was discarded; thus, no device evaluation could be completed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non function. A right ventricular (rv) lead was present in the patient as well, but was not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the ra lead to provide traction. Multiple spectranetics devices (tightrail sub-c rotating dilator sheath, tightrail (long), glidelight laser sheath) were used to attempt extraction of the lead. While applying traction to the ra lead, abrupt hemodynamic changes and hemodynamic instability were detected. Rescue efforts began immediately, including rescue balloon and sternotomy. A right atrial appendage (raa) perforation was discovered, and required extensive repair to ligate the union of the raa perforation. Post-sternotomy, a partial open lead extraction was performed to remove the lead due to calcification and fibrous adhesions discovered at the area of the perforation. The patient survived the procedure. The physician believed the perforation was caused by traction force due to tissue in-growth and scar tissue. This report captures the lld ez providing traction to the ra lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.